Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer changed the battery and kept getting the alarm. Customer stated that she tried new batteries and the same thing keeps happening. Customer's blood glucose level is 119 mg/dl. Customer stated that the pump alarmed after the battery change. Pump is alarming at the time of the call. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer took the battery out because it was giving a no delivery alarm. It was explained that this is normal pump behavior. The pump wanted to rewind after clearing the battery out limit. Customer was advised to monitor pump. No further assistance needed.